Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an coyote fc balloon catheter. The balloon was tightly folded with contrast and blood in the lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing using a inflation device inflated the balloon to the rated burst pressure and a pinhole was identified in the balloon wall. There were multiple kinks. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the 1st inflation at 8 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.